Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that the video shows a endotracheal tube that was inflated by the physician, however it could be observed that the cuff has air leakage. It was reported that the cuff wont inflate. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ¿ test the cuff, pilot balloon and valve for integrity by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. ¿ check to verify that the cuff inflation system is not leaking. Integrity of the system should be verified periodically during the intubation period. Any deviation from the selected seal pressure should be investigated and corrected immediately. ¿ each tube¿s cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and should be returned. ¿ do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh2o. Over inflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. ¿ various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity. Damage to the thin-walled cuff during insertion will subject the patient to the risk of extubation and re-intubation. If the cuff is damaged, the tube should not be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the endotracheal tube's cuff had a leak during pre-test, as shown in the video attached. There was no patient involvement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.